Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) was inserted and positioned at the laa. A watchman closure device was implanted using minimal steering and minimal to no torque applied. No device functional issues were noted during the procedure. Upon removal of the was from the patient, a kink in the was proximal to the curve articulation was noted. The procedure was concluded, and no patient complications occurred.

Manufacturer narrative:
Device evaluated by MFR.: the returned watchman trusteer access system (was) without the dilator was received for analysis and the reported event was confirmed. Device analysis consisted of visual inspection that found a kink in the sheath 11cm proximal of the tip. Microscopic inspection revealed no damage or defect identified under the microscope. Product analysis confirmed the reported event as the sheath was kinked. Media was received and reviewed by a bsc quality engineer and depict a kink in the sheath in the same location as identified during analysis. The observed damage was attributed to procedural factors due to the forces that are put upon the device during insertion, advancing, and manipulation. H6: component code changed from part/component/sub-assembly term not applicable to cover. H6 evaluation method code changed from device not returned to testing of actual/suspected device, analysis of production records, and analysis of data provided by user/third party. H6: evaluation result code changed from no findings available to deformation problem. H6: evaluation conclusion code changed from cmc-no problem detected to adverse event related to procedure.

Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) was inserted and positioned at the laa. A watchman closure device was implanted using minimal steering and minimal to no torque applied. No device functional issues were noted during the procedure. Upon removal of the was from the patient, a kink in the was proximal to the curve articulation was noted. The procedure was concluded, and no patient complications occurred.